Manufacturer narrative:
The involved device was returned to the manufacturing facility for evaluation. The sheath and dilator were returned for evaluation, along with a competitor's sheath. An evaluation of the competitor's product was not conducted. Visual inspection of the returned ik product did not reveal any defects. The product appeared to be completely intact. The sheath was measured and confirmed to meet manufacturing specification. An evaluation of the reported lot and the surrounding lots manufactured was conducted. There were no visual defects observed. Sheath to housing strength was assessed, and found to meet manufacturing specification. A review of the device history record did not reveal any issues during the manufacturing of this product. A search of the complaint handling database confirmed there had been no previous reports for the reported part/lot combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the investigation and the evaluation of the complaint sample, it does not appear that the foreign body noted in the uf medwatch was part of the sheath as described. The root cause of reported issue could not be determined without being able to assess the foreign body noted in the uf medwatch. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported foreign matter noticed in the patient's artery. Follow-up communications with the user facility confirmed the following information: immediately upon exchange for a larger intervention sheath an artifact was noticed in patient's internal carotid artery (ica); further evaluation noted it to be a foreign body within the patient; it appeared to be part of the sheath had broken off; after many attempts to recover the piece, the vascular surgeon was notified; it was decided that open removal of the piece was warranted and the patient was brought to the or; the patient had an exploration and endarectomy; after the initial procedure, removal of a clot post stroke all devices were thoroughly inspected; it was unclear what had broken so all packaging and used devices were saved; and the contact stated there would be no additional information provided other than that which appeared on the uf medwatch form.